Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported weakness in their extremities. The physician suspected the symptoms could be attributed to narrowing or pressure on the cervical spine. The evoke scs system was subsequently explanted. The evoke scs system was confirmed to be functioning as intended prior to the explant.